Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors, including coronary artery disease. Attempts have been made to obtain product for evaluation. No device was returned. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), calcification after an implant duration of over 7 years and a patient history of cad is most commonly related to patient factors and is not a result of a manufacturing non-conformance. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 3000tfx aortic valve was explanted after an implant duration of seven (7) years, two (2) months due to severe stenosis secondary to calcification and degeneration. The patient presented with shortness of breath. The explanted valve was replaced with a 21mm 11500a valve. The patient was taken to recovery post procedure. Per medical records, intraoperatively, bioprosthetic aortic valve was noted to be severely degenerative with calcifications present on the leaflets. The valve was removed and the annulus was debrided. The annulus was sized to a 21mm and a 11500a valve was implanted. The patient was stabilized and taken to the cvu post procedure. Per pathology report, tan, fibrous tissue with prominent calcifications attached to pronged metallic implant and focal dystrophic calcification of the valve leaflets were noted. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.